Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the reported issue and replaced the right high-resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The unit was analyzed and found to have no image in the right eye on the monitor. The monitor was installed and tested on the printed circuit assembly (pca) test system. The system started up with a blue sign "no signal" and then the screen was turning completely black without any image. The unit will be sent to original equipment manufacturer (OEM) for repair as the console's right eye remained completely blank. The complaint regarding the missing video signal was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was missing video signal on surgeon side console (ssc) right eye. Technical support engineer (tse) found no related errors in the logs. Tse asked the customer to perform a hard power cycle of the system and to reseat and clean the blue fiber cables, but the issue still persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a nephroureterectomy procedure, ports were placed. The system was not inspected prior to use. The procedure had been in progress for 35 minutes when the issue occurred, when the surgeon placed the head in the console. It did not happen during a critical step of the procedure. The patient did not experience any complications. The procedure was fully completed with davinci system with a delay of 35 minutes. No video available for review. Due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported issue and replaced the right high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. The complaint regarding missing video signal was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The hrsv unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was reported that there was a missing video signal on surgeon side console (ssc) right eye. An intuitive surgical, inc. (Isi) field service engineer (fse) confirmed the reported issue during site visit and replaced the right high resolution stereo viewer (hrsv) monitor to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.